Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx6010swc was removed on (B)(6) 2018 due to failure to osseointegrate 5 months and 11 days after implantation. The patient has no significant medical history. The patient has recovered without complications.